Event description:
The customer reported that the pump display was unresponsive. The blood glucose level at the time of the event was 16 mmol/l, which is within the normal range. The customer attempted to reset the pump following instructions from technical support. Customer reverted to using multiple daily injections as a backup therapy.